Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated surgery wherein surgery mode was enabled. A manufacturer representative met with the patient and after troubleshooting, they were able to restore and connect to the ipg. The patient has therapy and can connect to their ipg.